Event description:
It was reported that a malfunction alarm occurred. Additionally, the battery gauge was fluctuating. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 230mg/dl.